Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the proximal portion of left subclavian artery with mild calcification. The 9.0 x 29 mm omni elite stent delivery system (sds) was being advanced into the right femoral artery without issue; however, the stent dislodged from the balloon and migrated to the distal portion of the descending thoracic aorta. A snare device was used to successfully retrieve the stent. A new omnilink sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. A visual inspection was performed. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.